Manufacturer narrative:
(B)(4). The device won't charge. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The device won't charge. No pt involvement was reported.